Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow up, the right ventricular lead exhibited high pacing impedance. The lead was capped and replaced successfully on (B)(6) 2016. The patient was doing well and would be monitored with routine follow ups.